Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined that there is a severe bend in the needle. During a functional test, the handle was manipulated and the needle advanced and retracted from the sheath. The needle was advanced outside of the sheath and the needle was severely bent 2.4 cm from the distal end of the bevel of the needle. The needle only extended out a total of 6.4 cm from the sheath. During a visual inspection, two additional bends in the sheath and the needle were observed at 4 cm and 12 cm from the very distal end of the handle while the needle was in an advanced position. The bend in the needle at the distal end could make it difficult to penetrate the targeted site. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. The instructions for use states: "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero to 8 cm. The instructions for use state: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state: "note: number in safety lock ring window indicates extension of needle in centimeters." Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus)/fine needle aspiration (fna) procedure, the physician used a cook echotip ultra endoscopic ultrasound needle. The needle could not advance when adjusting it to about 1 cm. [The faulty device was] replaced with a new device to finish the procedure. When the device was received for evaluation on 09/12/2016, it was noted that there was a severe bend in the distal tip of the needle.